Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 at around 10:50 am due to a blood glucose level of 267 mg/dl. Customer stated the day before the insulin pump alarmed insulin flow blocked, tested their blood glucose and it was 454 mg/dl which was treated by a shot. On the day of the emergency room visit their blood glucose rose to 485 mg/dl, took a bolus and went down to 310 mg/dl but does not go below 250 mg/dl. Customer experienced symptom such as nausea related to their high blood glucose. The customer was wearing the insulin pump at the time of the emergency room visit. Customer declined further troubleshooting. The insulin pump was not replaced or returned for analysis.